Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery issue with their replacement adc device sensor. The customer initially reported that they experienced bleeding after inserting the adc device and a replacement device was ordered. The customer called back to report that their ordered device was not delivered and as a result, they experienced hypoglycemia symptoms with a loss of consciousness. The customer was provided coca-cola by a family member for treatment and no further information was reported. There was no report of death or permanent injury associated with this event.